Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported difficulty removing the lock line was confirmed via returned device analysis. The difficulty removing was due to a knot identified in the lock line within the dc handle. In this case, it is possible that the lock line became twisted during the removal of the lock line after the user verified that no knots were present. This likely caused the lock line to become knotted resulting in the inability to remove the lock line. A review of the device history record revealed no non-conformances that would have contributed to the reported event and a review of the complaint history for the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation with a grade of 4 and a prolapse in the anterior leaflet. The clip delivery system (cds) was advanced. The clip was placed and the lock line removal steps were performed per the instructions for use. There was no resistance noted during retraction of the lock lever and the lock lines were confirmed to be free of knots prior to being pulled. After approximately 20 cm of the lock line was removed, resistance was felt and the lock line could no longer be removed. Only one free end of the lock line was visible. The lock line and gripper line were secure; therefore, the clip was re-opened and removed without issue. A new cds was used without issue and the mr was reduced to grade 1-2 with the deployment of one clip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.